Manufacturer narrative:
(B)(4). Final analysis found that only the connector portion of the lead was returned. An insulation abrasion breaching the outer insulation was noted at 9.8 cm to 9.9 cm from the connector pin. Abrasion are consistent with constant friction with another implantable device. This most likely caused the reported complaint of over sensing from the field. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited over sensing, during procedure an insulation anomaly was noted on the proximal end. The lead was capped and replaced on (B)(6) 2016, the connector portion of the lead was returned. No additional information was available.